Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that the lead (model 4194) was not capturing in the branch that it had been placed in. The lead was explanted and replaced. No patient complications have been reported as a result of this event.